Event description:
It was reported that during a percutaneous transluminal coronary angioplasty, a vessel dissection occurred. Vascular access was gained via the femoral artery. The 3.5x28mm, 90% stenosed, eccentric and progressive target lesion was located in the mildly tortuous and mildly calcified left anterior descending (lad) artery with a significant bend less than 45 degrees. The lesion was dilated with a 2.0x12mm balloon resulting in 60% stenosis. The 3.5x32mm promus element stent was then implanted in the proximal to mid lad. Following implantation the physician noted a dissection at the proximal end of the implanted stent. The dissection was treated with a 3.0x16mm promus element stent. No further patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).